Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Side: r. Primary asa: p2 - mild disease not incapacitating. Components not revised: kpontp32 lot 1486781 advance onlay poly patella. Kftcnnr lot 1499652 advance stature femur. Ktccnp30 kit 1477091 advance tibia base.